Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were sitting on the couch and when they went to get up it felt like a fire right where the stimulator is implanted. Patient was screaming and the sensation was so intense. Patient said the sensation lasted for maybe 30 seconds. By the time the family member got back with the device to turn stim down, the sensation stopped. The patient was already able to breathe again. Patient was redirected to hcp to make an appointment to have the device checked.